Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The nurse opened the liner, when she looked at it she noticed a hair inside the package that was on top of the insert itself. I'm sending the insert with the hair and package as it was. No harm to the patient. The insert was never on the surgical field. We opened another liner and finished the case. Update: 1 min delay, primary knee.